Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer also reported that the insulin pump had a post-reset ram crc alarm more than once. The customer also reported that the insulin pump was shutting off. The customer stated that they were able to clear the alarm and rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Device failed sleep current test due to corroded battery tube and moisture damage on the harness assembly vibrator. Pump error 23 not confirmed. Charge/battery lasts less than expected confirmed. Unexpected battery power loss confirmed. Failed battery test confirmed.